Event description:
User facility medwatch(mw5158121) received that states that surgical intervention took place wherein the leads were explanted due to high impedances. The leads were fractured. Initial reporter elected not to be identified.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.